Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis could not confirm the customer comment that the programmer had a noisy fan. The system fan was replaced as a preventative. Also, analysis could not confirm the broken keyboard, however the keyboard hinges were broken and therefore replaced. Analysis confirmed the customer comment regarding the broken latch tab on the power cord bay and therefore the power cord bay was replaced. Analysis also indicated that the stylus tip was damaged and therefore the stylus was replaced and calibrated. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer had a noisy fan, a broken tab on the cord door, and a broken keyboard. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.